Event description:
Additional information received reports the patient was still having concerns with their device or therapy but have not sought further help. The patient just moved five months ago and had problem with their device and looking for a healthcare provider.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went in for a MRI on the wednesday prior to the report and she forgot she had an implant. During the MRI she felt a vibration and they stopped the test right away. No further information was provided, such as follow-up afterwards, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v330678, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead. (B)(4).